Event description:
It was reported that during a laparoscopic gastrectomy procedure, the cartridge pan was detached off when the cartridge was removed from the instrument after the first firing. Another device was used to complete the case. There were no adverse consequences for the patient. The customer disposed of the device.

Event description:
It was reported through a svc report that the brakes were not holding. It is unk if there was pt involvement or any adverse consequences.

Manufacturer narrative:
(B)(4). Cartridge pan the (B)(4) cartridge reload was received fully fired and with the pan dislodge. No functional test could be performed. While no conclusion could be reached as to how the pan became dislodged from the cartridge, one possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.